Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead with a different model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted due to placement difficulty. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead with a different model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that this brady lead was attempted due to placement difficulty and this brady lad is not available for return.